Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized due to high blood glucose levels, with a reading of 207 mg/dl. It was stated that the customer had a blood glucose of 600 mg/dl, and the customer treated with a manual injection, which caused an insulin reaction. The customer was vomiting, and according the blood tests, the customer may have had a mild heart attack. During the hospitalization, the insulin pump was worn during an MRI scan. The insulin pump then alarmed motor error. Unable to troubleshoot due to the motor error alarms. Advised the caller that the insulin pump would be replaced.